Event description:
It was reported that the customer received a motor error alarm while priming her insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer was able to complete the rewind sequence. The customer also mentioned that there was a motor position encoder error and a set test failure alarm in the insulin pump's alarm history. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window, minor scratches on the display window, scratched reservoir tube window, stained end cap sticker, broken belt clip slot and a cracked reservoir tube.